Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during a bolus. The customer's blood glucose was 537 mg/dl. The customer did not treat for their blood glucose due to the no delivery alarm. The customer declined to troubleshoot for their high blood glucose. Customer reported a bent cannula. The insulin pump will not be returned for analysis.